Manufacturer narrative:
This device used for treatment and not diagnosis. The body has nicks and scratches on the external areas and top face and bottom internal diameter has indent where screw presumably levered. The collet has nicks and scratches in the spherical internal diameter and one of the tabs is bent inward. All described nonconformities are post manufacturing. The spherical internal diameter cannot be measured in its manufactured split condition with damage. The raw material could not be checked because of being assembled.

Manufacturer narrative:
This device used for treatment and not diagnosis. Review of the dhrs showed there were no issues during the manufacture that would contribute to this complaint condition. The investigation is ongoing.

Manufacturer narrative:
Device used for treatment and not diagnosis. Patient identifier: (B)(6). Implanted (B)(6) 2013. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. The investigation is ongoing.

Event description:
A device report from synthes (B)(4) indicated a hospital in the (B)(6) reported: in (B)(6) 2013 an osteoporotic patient was implanted with matrix perforated system. Patient returned to surgeon, date unknown, complaining about something bothering her in her back. CT scan showed one screw head popped off the construct. Patient was returned to o.r. On (B)(6) 2012 with surgeon removing the polyaxial head and locking cap and replacing the hardware. Patient is fine and in stable condition. Surgeon noted: he suspected that the head was not placed accurately to start with. This is 1 of 2 reports for complaint (B)(4).